Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Additionally, the foot did not fully retract, leading to difficulty upon removal. However, the device was eventually able to be withdrawn. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 8f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported needle to cuff miss was not confirmed due to the lack of returned components. The difficulty in removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty to open and close the foot along was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to open or close the foot of the device appears to be related to circumstances of the procedure. In this case interactions with patient anatomy likely kept the foot from fully closing leading to the difficulty of removing the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.